Event description:
It was reported that a pt underwent a sling procedure in the "u" position in 2008. The following concomitant surgeries were also performed: total vaginal hysterectomy, bilateral salpingo-oophorectomy, uterosacral vaginal vault suspension bilaterally, enterocele repair, anterior colporrhaphy, cystourethroscopy, and posterior colpoperineorrhaphy. The pt's voiding pattern at discharge was abnormal and the pt was discharged with an indwelling catheter in place. Post-operatively five days later, the pt went to the emergency room and was found to have a urinary tract infection. A urinalysis showed twenty to twenty-five red blood cells and fifteen to twenty white blood cells. A urine culture was also performed and the pt was started on intravenous cipro five hundred milligrams every twelve hours. It was also noted that the pt had developed an intestinal obstruction. The pt was hospitalized.

Manufacturer narrative:
Date sent to the FDA: 7/02/2008. - abnormal voiding pattern occurred - intestinal obstruction occurred - anormal voiding pattern occurred - urinary tract infection - intestinal obstruction occurred - conclusion: the product upon which this medwatch is based is anticipated. Once the product is rec'd, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.